Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment with a cyclo g6 laser system. The delivery device used for the treatment is unknown. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.